Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model number: sc-2218-70, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model number: sc-2218-70, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138350, model number: sc-3138-35, serial: (B)(6), batch: 15530844, UDI: (B)(4). Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138350, model number: sc-3138-35, serial: (B)(6), batch: 15530844, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure wherein the system was explanted and replaced due to high impedances. In addition to the previous reason, the patient also opted for implantable pulse generator (ipg) replacement to ensure magnetic resonance imaging (MRI) compatibility. The devices were discarded by the medical facility and will not be returned for analysis. Postoperatively, the patient was stable.